Manufacturer narrative:
Concomitant medical products: 6f brite tip sheath, protamine a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of the 6/7f mynx grip vascular closure device (vcd) remained in the device housing and the sealant did not deploy. The device¿s storage temperature exceeded 25 °c. However, it was suspected that there was a possibility device involved could have been exposed to temperatures exceeding 25 degrees celsius, during shipment. The sealant stuck to the advancer tube. 100% of the sealant was stuck to the device component. Therefore, hemostasis was achieved with manual pressure 30 mins or less/protamine. There was no reported patient injury. The patient recovered. The patient¿s hospitalization was not extended, and the patient recovered after the mynx event. The procedure used a retrograde approach. The device was intended to be used following an interventional peripheral procedure. The device was stored, inspected, handled and prepped as per the instruction for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was little vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The physician was a very skilled user of mynx grip for several years deployed device as usual. The deployer was trained to mynxgrip device. The stick location was normal. A 6f brite tip sheath was used in the procedure. The vessel size was 7mm. The user shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the tamp tube of the 6/7f mynxgrip vascular closure device (vcd) remained in the device housing and the sealant did not deploy. The device¿s storage temperature exceeded 25 °c. However, it was suspected that there was a possibility device involved could have been exposed to temperatures exceeding 25 degrees celsius, during shipment. The sealant stuck to the advancer tube. 100% of the sealant was stuck to the device component. There was no reported patient injury. The procedure used a retrograde approach. The device was intended to be used following an interventional peripheral procedure. The device was stored, inspected, handled and prepped as per the instruction for use (IFU). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was little vessel tortuosity. There was minimal presence of pvd / calcium in the vicinity of the puncture site. The physician was a very skilled user of mynxgrip for several years and deployed the device as usual. The deployer was trained to mynxgrip device. The stick location was normal. A 6f brite tip sheath was used in the procedure. The vessel size was 7mm. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force when retracting the sheath. Hemostasis was achieved with manual pressure for 30 mins or less/protamine. The patient¿s hospitalization was not extended, and the patient recovered after the mynx event. The device was not returned for analysis. A product history record (phr) review of lot f2000605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Storage factors, such as temperatures exceeding 25 °c, may have contributed to the reported event as this will cause the sealant to adhere to the device. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.